Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was an attempted implant. Upon connection of the leads to the device there was no pacing output observed. The lead connections were checked twice and the issue persisted. The device was subsequently extracted and an alternate device implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory noted the device was not programmed out of ship mode until 37 days following its attempted implant. Testing of auto lead detection determined the device recognized a lead when inserted and exited appropriately exited storage mode. No device characteristics were identified that would have caused or contributed to the reported clinical observations.

Event description:
--